Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. During examination, noise was noted on the pacemaker causing over-sensing. It was noted that the pacemaker exhibited this problem over the years, but the patient had become symptomatic recently due to the anomaly. The pacemaker was reprogrammed.